Event description:
During implant the device had failed to deliver a high voltage therapy and the pt had to be externally rescued. It was also reported that the device could not be interrogated. The programmer displayed a communication error.